Event description:
Report rec'd of 30mg of demerol being unaccounted for from a pca vial during pt use. In 2004 at a unspecified time, the pump was programmed in the pca only mode to deliver demerol 10mg/ml, with a pca dose of 10mg, a 10-minute pt lockout and a 300mg 4-hour limit. The following day, at "around 3:30 to 4:00 in the afternoon, when the nurse went to hang another vial, it was noticed that the display said there was 270mg used and when nurse went to get the vial it was empty." There were no reported adverse pt effects. No medical interventions were required. The customer reported that they "didn't know if it was the machine, or someone was stealing the drug." The device was removed from clinical svc. Though requested, no add'l info was provided.